Manufacturer narrative:
Device evaluation summary: device evaluation of monitor (B)(4) has been completed. The reported problem (pulse test failure) was confirmed. As received, the monitor failed incoming testing. Upon evaluation, the q12 and q15 igbt components were shorted on the defibrillator board. The root cause of the shorted components is being investigated under an existing internal corrective action. No adverse event resulted from the defective components.

Event description:
A us distributor returned a monitor indicating that it failed pulse testing.